Manufacturer narrative:
The analysis revealed that the damper and actuator failures were a consequence of the hinges breaking in half. When the hinges disconnect, the backrest frame moves, which can lead to force being applied to the damper and actuator, causing further damage. The observed damages and review of the post market surveillance data revealed that the most probable cause might have been an obstacle met by the backrest during its lowering (e.g., windowsill, room equipment) that could blocked the bed movement contributing to the bed damage. The instructions for use (746.577-UK rev.14) delivers crucial information and warnings about proper usage of the equipment, including: ¿when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other obstacles do not restrict its movement¿. The circumstances in which the bed got damaged are not known. The distributor reported that customer is only interested in bed's repair and dismisses any questions on the subject. Based on provided information, this potential hypothesis could not be confirmed. To sum up, arjo device did not meet its specification since elements of the bed frame got damaged. The bed was used by a patient during the event. This complaint was assessed as reportable due to an allegation of backrest hinges failure during use with patient.

Event description:
Customer reported that backrest hinges were cracked, backrest damper was broken and there were scratches on the frame. Additionally, backrest actuator was noisy but did not work, other functions of the bed were working properly. The fracture happened when patient was in bed, and caregivers tried to lift the backrest. No one got injured.